Event description:
It was reported that during implant, the right atrial (ra) lead was attempted to be placed but there was tight access between the clavicle so the ra lead could not be advanced. When removing the ra lead there was stretching on the lead due to the tight pinch between the clavicle. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, there was blood in/on the helix mechanism and the lead appeared damaged at implant.